Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and replaced the turbine to fix the reported issue.

Event description:
The customer reported that the ventilator had a turbine failure with motor fault. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine and the turbine interface pcba. Unit came up vent inop with motor fault, circuit disconnect, and low ve. Replaced the turbine interface pcba with known good turbine interface pcba. The issue was corrected with the new turbine interface pcba. Findings/root-cause: the issue was duplicated and isolated to the turbine interface pcba. This issue is addressed in an internal correction.